Event description:
It was reported that this pacemaker recorded a code 1003 during a pre-implant interrogation, which is indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) recommended keeping the device warm for 3 days then interrogating it for analysis. Data has not been analyzed and the device has not been cleared for implant. No adverse patient effects were reported.

Manufacturer narrative:
The complaint device was not returned to bsc, product analysis could not be performed. Product record reviews did not identify a potential product quality issue or new patient harm.

Event description:
It was reported that this pacemaker recorded a code 1003 during a pre-implant interrogation, which is indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) recommended keeping the device warm for 3 days then interrogating it for analysis. No adverse patient effects were reported. Upon analysis of the received data from the rep, it was confirmed the device recorded days with temperatures near or below labeled storage conditions. The battery has recovered with warmer temperatures. The device has been cleared for implant.

Manufacturer narrative:
The complaint device was not returned to bsc, product analysis could not be performed. Product record reviews did not identify a potential product quality issue or new patient harm. Device resolution added to description.